Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery with mild calcification and mild tortuosity, a 3.0 x 23 rx xience xpedition stent delivery system (sds) was advanced via direct stenting and deployed without issue. Reportedly, the stent was deployed with one inflation at 10 atmospheres. The stent delivery system balloon was under negative pressure for approximately 20-30 seconds and the balloon was completely deflated under fluoroscopy. The sds was under negative pressure during removal; however, during withdrawal of the sds resistance was felt and the balloon caught on the non-abbott guide catheter but was able to be successfully withdrawn from the patient anatomy without excessive force being applied. Outside of the patient anatomy, the balloon was noted to be wrinkled/bunched. Reportedly, the tip of the sds was noted to be intact. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. Evaluation summary: the device was returned for evaluation. The wrinkled/bunched balloon and difficulty/resistance during removal were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use states that should resistance be felt at any time during coronary stent system withdrawal, follow the steps provided in the stent system removal section, which lists the steps to improve balloon rewrap. Based on the information reviewed, there is no indication of a product deficiency.